Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve, the valve was implanted too high on the non-coronary cusp. Severe paravalvular leak (pvl) was noted on echocardiogram. The patient became hemodynamically unstable and was placed on arterial venous bypass. A second device of the same model and size was implanted valve-in-valve, resolving the pvl. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The paravalvular leak (pvl) in this case was most likely a result of the higher than desired deployment position; however, a conclusive cause could not be determined from the information available. A second valve was successfully implanted valve-in-valve, resolving the pvl.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.